Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. At the time of the incident the patient experienced hyperglycemia and blurred vision.

Manufacturer narrative:
Correction of catalog number and unique identifier in section d4.